Event description:
It was reported that cartridge alarm 30 occurred and that issue did not happen during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer followed guidance from technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and pump was scheduled for replacement; no additional concerns were reported after issue was resolved.